Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a device change out procedure on (B)(6) 2021. During examination of lead before procedure, it was noted that the right ventricular (rv) lead had high pacing lead impedance. Under fluoroscopy it was observed that the rv lead was fractured. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.